Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with air leakage. It was stated ¿the catheter was connected to other device (3rd party). Medication was initiated. The leakage occurred from the joint. It was then replaced by new product. Customer says air leaked into the tube. It seems air came in from the connection part between catheter adaptor and tube.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with air leakage. It was stated ¿the catheter was connected to other device (3rd party). Medication was initiated. The leakage occurred from the joint. It was then replaced by new product. Customer says air leaked into the tube. It seems air came in from the connection part between catheter adaptor and tube.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review: review was previously conducted for pr (B)(4) cr, with the following results disclosed: lot 8036866; was built and packaged on afa line 12 on 5feb2018 through 11feb2018. DHR review disclosed no indication of the alleged defect as it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the catheter product. All required challenge, set-up and in process samples including (but not limited to) adapter damage/cracked (interior-exterior), damaged component and catheter leak test were performed per specifications. Visual analysis observations and testing: received a total of nine 22g bd insyte autoguard IV catheter-blood control units: used unit: 1 unit was a used catheter/adapter assembly only and was received attached to a miscellaneous extension line with syringe. Unused representative units: 8 units were unused representative unit received within sealed packages from lot 8036866, of which all had all components were present and intact and there were no anomalies or damage to the packaging (blister packs). Visual/microscopic: used unit 1: observed that upon removal of the catheter/adapter from the extension line, the catheter/adapter was not securely attached (loose) upon receipt in the lab. There was no damage to the catheter tubing (i.e. Crimps, holes, kinks, splits, or wrinkles) observed. The wedge, actuator and septum were in the correct position with no visible anomalies or damage. There was no damage to the nose of the adapter or to the outer thread or the end of the adapter (i.e. Crack, grooves, mis-molds, etc.). There was slight damage to the inner rim/inside the end of the adapter (luer). Unused representative units 2 - 9: removed the units from the packaging for evaluation and testing. The wedge, actuator and septum were in the correct position with no visible anomalies or damage. There was no damage to the nose of the adapter or to the outer thread or the end of the adapter or to the inner rim/inside of the adapter (luer) (i.e. Crack, grooves, mis-molds, etc.). Investigation conclusion: relationship of device to the reported incident: manfacturing ¿ the damage within the inner rim of the adapter that was observed in this incident investigation is manufacturing related and could be a potential for an unsecure / unsuccessful connection that could result in an open path where air could be introduced or leakage could occur in the clinical setting. Comment: this type defect is currently being trended by quality and manufacturing: CAPA 199226 has been initiated to address this type occurrence. *note: this lot was manufactured prior to closure of the CAPA 199226. H3 other text : see section h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with air leakage. It was stated ¿the catheter was connected to other device (3rd party). Medication was initiated. The leakage occurred from the joint. It was then replaced by new product. Customer says air leaked into the tube. It seems air came in from the connection part between catheter adaptor and tube". There was no report of injury or further medical intervention.